Event description:
It was reported that during a pulse generator change-out, the atrial lead impedance was 1828 ohms during testing with an analyzer. After connecting the lead to the new pulse generator, the impedance measured >2000 ohms in both bipolar and unipolar configurations and the programmer gave an alert message. Capture and sensing thresholds were good and consistent. The patient will be monitored.